Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed full functional testing including defib cycling without duplicating the report. The returned battery was evaluated and passed all testing. Review of the device log does not show any battery errors or low battery warnings. However, it does not mean that the battery is without fault as a faulty, aged, or out of calibration battery can fail to communicate the appropriate battery charge level to the device. There is no evidence of a device malfunction. The logs are unable to confirm that the returned battery was the battery used during the event. Analysis of reports of this type has not identified an increase in trend.